Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024 around 12 o'clock noon, the patient's cgm alarm went off and showed she was at 67 mg/dl but she did not feel any symptoms and thought to check her bg with a manual meter for comparison (it is not confirmed if a manual meter reading was taken). She went downstairs to prepare lunch and she ate a cookie and sandwich but passed out and hit her head on the ground. After an hour, she regained consciousness and her husband took her to the emergency room. It was reported that the patient's husband did not provide the patient any medication while she was unconscious. Upon arrival, the patient's cgm was showing 140 mg/dl which had increased after she had eaten. At the emergency room, the patient underwent tests such as CT scan and EKG. It was reported that the doctor did not check her blood glucose with a manual meter and only relied on the cgm reading. The patient did not sustain any serious head injury and the CT scan results were normal. The patient was not given any medication at the emergency room since her blood glucose level was in normal range. The patient left the emergency room around 3:00pm. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.